Event description:
It was reported, that the patient presented for in-clinic follow up. An interrogation of the pulse generator found, that the battery parameters and impedance measurements were not displayed. A magnet response rate was lower than the programmed rate. An electrocardiogram was performed. And it was observed, that the patient was bradycardic. It was believed, that the battery had prematurely depleted. The pulse generator was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of premature depletion, pacing problem and incorrect measurement were not confirmed. The device was received from the field with battery at normal range of operation. Electrical, pacing, interrogation and output features were tested and were noted to be within specification. Projected longevity estimation was performed, and device had normal batter depletion based on device usage.